Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that once the air reamer/drill device was connected to the double air hose, it was observed that the device started rotating before the trigger was pressed. It was noted that the device was rotating automatically. During service and evaluation, it was observed that the motor was blocked, seized and rough running. It was also noted that the device failed check for untrue running with 0 rotations per minute (rpms), immediate stop, rpm check, excessive noise and free movement. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and found that the motor blocked, seized, rough running and the gears were blocked. Therefore, the reported condition was confirmed. The assignable root cause was due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.